Event description:
A 2.5 mm diameter x 12 mm length endeavor otw drug-eluting coronary stent system was inserted into a patient for the treatment of an lad lesion. The lesion morphology is mild tortuosity with no calcification and 70% stenosis. The lesion was not pre-dilated. The endeavor drug-eluting stent was successfully implanted at the distal lesion site. Another manufacturer's drug-eluting stent was implanted; overlapping with the endeavor stent. The physician was post dilating up to 14 atm with the delivery balloon from the other manufacturer's stent delivery system when a dissection was noted. A covered stent was inserted to repair the dissection. The physician believes that there were physiological issues that led to the dissection. No additional clinical sequelae were reported and the patient is doing well.